Event description:
The facility initially reported low aspiration in vitrectomy mode. Add'l info received during follow-up found they were doing an unplanned vitrectomy for a posterior capsule tear (cause was not provided). They stated there was no pt injury. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.